Event description:
It was reported that the device got separated inside the catheter, requiring snare for removal. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was selected for endovascular treatment. However, upon removal, the device was trapped in the calcified lesion and ruptured. After advancing the guiding sheath and pulling it again, the balloon portion became separated inside the catheter. The fragment was removed using a snare. The procedure was completed with a different device. There were no complications as a result of this event, and the patient was in good condition post-procedure.